Event description:
Revision of the stem 18 months after the primary surgery.

Manufacturer narrative:
Document review: quadra h femoral stem size 5 std - (B)(4) / lot 090632 (60 stems produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Thirty four stems belonging to this lot have been already implanted and no incidents have been reported up to now. The retrieved stem and the x-rays were analyzed and the main findings of the investigation are: the stem was positioned correctly and the right size was used. The stem was loose proximally. The cause of the lack of fixation in the proximal part cannot be determined with the information available. Medacta contacted also an external physician consultant who hypothesized that the cause could be a possible low grade of infection. So far we did not receive any feedback that can confirm this hypothesis. Loosening is a known complication of total hip replacements and, on the basis of the information collected, it is not possible to determine the exact cause of this event.